Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The tubing stopped delivering insulin at 0.2 units. The insulin pump kept alarming no delivery. The alarm was resolved by a complete set change. Customer's blood glucose level was 87 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.